Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature attachment: predictors of procedural and clinical outcomes in patients with symptomatic tricuspid regurgitation undergoing transcatheter edge-to-edge repair.

Event description:
This is filed to report death. This event was captured based on literature review, and this case represents a summary of the death events noted in the article. It was reported through a research article identifying mitraclip that may be related to patient death. Details are listed in the attached article, titled predictors of procedural and clinical outcomes in patients with symptomatic tricuspid regurgitation undergoing transcatheter edge-to-edge repair. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) number is unknown as the part was not reported. (B)(4). The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed, a definitive cause for the reported patient effect of death for the patients could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip system IFU states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation; however, there is no indication that the user technique influenced in the reported issue. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that in this article there is no report of death which was directly attributed to the device in this off-label indication.